Event description:
It has been reported to philips that the fluoroscopy was not available. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system and confirmed that the fluoroscopy was not available. Log file review shows malfunctioning frontal ip-pc malfunction. Philps service engineer identified the image disk was full and rse advised to transfer all the images to picture archiving and communication system (pacs) and delete old cases. Even if issue persists recreate the image tore and data base consistency repair. To resolve the issue replaced the image drives and the image processing personal computer and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.